Event description:
Its been around one year since having allergan smooth breast implants and I have dealt with ongoing symptoms identified in breast implant illness. This year I had countless issues beyond tolerable ones such as rashes. I have incurred several trips to the emergency room, countless exams, and specialist visits with no real explanation. I have been left with the understanding that this is typically the presentation in bii. In one week, I will have a procedure at my own expense to remove the implant and their capsules via unblock. If these were black labeled or as a consumer and I was aware of the risk of such devices, I would have never elected to have them. FDA safety report ID #(B)(4).